Event description:
On (B)(6) 2013, the patient claimed the animas insulin pump has an intermittent power issues. The subject pump is rebooting 3 times after the battery was changed. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Follow-up # 1 date of submission 07/26/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s black box history showed evidence of pump reboots on multiple occasions. The battery compartment was intact; no cracks were observed. There was no evidence of moisture contamination found inside battery compartment. The battery cap was able to be fully tightened and a power loss was not observed during testing. The battery cap contact height and width was found not to be within specifications. During testing, the pump was exercised for 24 hours with no power loss or battery related warnings observed. The pump case was removed; no evidence of moisture was observed inside the pump. The battery contacts showed no evidence of intermittent contact. During investigation, an electrical component was found to be detached and intermittently shorting against other components on the printed circuit board. Unrelated to the power issue, evaluation revealed that the display was faded, discolored and difficult to read. A test screen was inserted and was found to function properly and was fully illuminated with no visible signs of fading or discoloration.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.